Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during the procedure, the balloon was in place and inflated normally and then glue was injected into the lesion. The physician was ready to inject the glue a second time and it was observed that the balloon was ruptured. The balloon was replaced with a new balloon and the procedure was completed. No report of harm or injury to the patient.

Event description:
Additional information received noted, the balloon was prepped and tested before the procedure. During the test, no signs of air leakage were found in the balloon. The contrast agent injected with a special 1ml syringe was used, and the specific pressure value cannot be confirmed. The patient was not injured.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned scepter device found the device kinked at 6-8cm, 28cm, and 45cm from the strain relief. Furthermore, the balloon was found to have two holes, which is consistent with the rupture condition described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinks, but this damage is consistent with the device experiencing forces exceeding the scepter's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the balloon rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.